Event description:
A power source alert was reported by the customer. There was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue by using different wall adapters and charging cables, the pump would not charge. Technical support decided to replace the pump.